Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. D9, h10.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was 200 mg/dl. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.